Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 20/nov/2017, a device history review was performed confirming the fiber intubation scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The manufacturer initiated a corrective action request to investigate events received from europe related to devices found contaminated before shipment of the devices to customers. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.

Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, (B)(4) importer, (B)(4) (importer) is submitting the report on behalf of hoya corporation pentax (B)(4). Product code is class 1, exempt from FDA 510k. (Exemption number e2015036).

Event description:
Pentax medical (B)(6) became aware of a report for an event which occurred in france regarding contamination of pentax model fi-16rbs/serial (B)(4) before shipment of the device to the customer. Details of reprocessing and sampling of the device are as follows: prior to sampling the device, the device was manually cleaned twice with the detergent alkazyme and reprocessed in an aer wassenburg wd440 202 with wassenburg chemicals. Sampling performed on (B)(6) 2016 indicated >100 cfu of micrococcus sp and staphylococcus coag negative detected in the suction channel. After receiving the sampling results, the device was manually cleaned twice with the detergent alkazyme and reprocessed in aer wassenburg wd440 202 with wassenburg chemicals. The results of the second sampling performed on 10/jun/2016 confirmed the device conformed per french regulations. Pentax medical (B)(6) shipped the device to the customer on 20/jun/2016.